Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of therapy. The patient was not getting therapy benefit since six to seven months prior to (B)(6) 2016. The patient also had a heart attack six to seven months prior to (B)(6) 2016. Around the time of the heart attack was when the patient noticed therapy was not benefiting him. The patient was to follow-up with a healthcare professional and requested a manufacturer representative (rep). It was noted that the patient had not been in touch with a rep since the heart attack. Additional information received from a rep reported that the rep would contact the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was unable to be reached for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.